Manufacturer narrative:
(B)(4).

Event description:
Additional information received stated patient has had pain for 31 years. The patient's pain was rated on average a 6. Pain was rated at least 3 and at worst 6. The pain was characterized as sharp, aching, and pinching. The pain was constant and radiating. It was increased by sitting, bending, lifting and squatting. It was decreased by lying down, medication, and heat. Previous treatments included physical therapy, biofeedback, chiropractic care, acupuncture, medication, surgery, ten units, and injections. Morning stiffness was more than 1 hour. Patient returned earlier than anticipated and reported hearing pump alarming. She denied increased pain and withdrawal symptoms. It was noted for social history that patient stated she used to smoke and smoked a pack a day for 30 years. Patient quit two years ago and denied alcohol use. The patient denied using illegal drugs. Patient had never been enrolled in detox or had never been arrested related to street drugs. The patient stated she was not obtaining medications from another source and patient's medications are secure at home. It was noted patient had no known drug allergies. Patient's surgical history included insertion of infusion pump times 3, laminectomy, lumbar and spinal fusion lumbar. Patient's past medical history included hypothyroidism, migraine headaches, and depression. Patient denied joint pain, chest pain, snoring, weight gain, anxiety, headaches, and nose bleeds. Patient reported having hip pain, nausea/vomiting and skin rash. At last examination, patient had no acute distress, normal skin tone, responded appropriately, and had no signs of sedation or withdrawal. Psychological examination stated cooperative, regular speech, clear speech, normal affect. Pulmonary evaluation included unlabored respirations, symmetrical breathing. Head, eyes, ears, nose, throat (heent) examination included normocephalic, atraumatic, sclera clear/no icterus, pupils equal and round. Skin examination included warm, dry, no lesions, and no rashes. Abdominal examination included scar lower left quadrant (llq), left palpable implant-llq pump. The assessment at this visit included post laminectomy syndrome, not elsewhere classified- status, post posterior spinal instrumentation and fusion, spondylosis without myelopathy or radiculopathy, lumbosacral region, and sacrococcygeal disorders, not elsewhere classified. Orders from this visit include fluoroscopy guided pump implant general anesthesia (details: pump replacement). The plan: interrogated patient's pump and immediately saw a notification that the elective replacement interval (eri) had occurred, and the plan was to replace pump. Healthcare professional (hcp) wanted to avoid malfunction. Patient had has had a history of pump malfunction, causing severe withdrawal symptoms and suicidal ideation. Hcp requested replacement with fluoroscopic guidance and general anesthesia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 29-nov-2016 from a consumer at which time the pump was delivering dilaudid (30 mg/ml at 6.859 mg/day). It was reported that the pump first started beeping in (B)(6) 2016 and when the patient went in to her hcp (healthcare professional) it stopped and she was allowed a bolus. The pump started alarming again on (B)(6) 2016. It beeped every 10 minutes for 3 days then stopped and allowed her to do a bolus that night and the next morning. Then it started to beep again for 8 days or so. Yesterday ((B)(6) 2016) it quit beeping. On (B)(6) 2016 it was alarming. The patient was told that the issue was the pump battery. Her case was turned over to workman¿s comp and she would be getting a new pump. The patient had no symptoms related to the pump alarming.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient was seeing an 8476 code on their personal therapy manager (ptm). It was reviewed that the meaning of the code was a motor stall. The patient first heard her pump alarm on (B)(6) 2016, had her pump read, and was told it would need to be replaced "due to the battery". The physician assistant at the healthcare provider (hcp) office silenced the alarm, however the pump started to alarm the next day and was currently alarming. It was noted that the patient was concerned about withdrawal, however no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.